Manufacturer narrative:
Reported event was confirmed by review of medical records received. Medical notes were reviewed and identified patient was admitted to the hospital for suspected wound infection. However, patient hospitalized for 4 days, lab results dropped spontaneously without treatment, discharged and outpatient check 1 week after and no indications of infection were evidence from the reports. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent initial right total hip arthroplasty performed. The patient subsequently underwent revision of the head and liner approximately three weeks post implantation due to a periprosthetic fracture. The patient was admitted to the hospital approximately one month post revision for suspected wound infection, symptoms unknown. During the course of the hospital stay, the patient¿s labs normalized without treatment or intervention. The patient was discharged with follow up scheduled. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient was admitted due to suspected wound infection approximately 4 days post implantation. During the course of the hospital stay, the patient¿s labs normalized without treatment or intervention.  Attempts have been made and additional information on the reported event is unavailable at this time